Manufacturer narrative:
Additional information: a1, b5, b6, b7, d4, f10/h6: health effect - impact codes, h3, h6 and h11. B3: event date: upon additional information one event occurred on 06/13/2024 and the other occurred on 07/29/2024. B5: upon additional information, the event occurred during set up. There was no patient involvement. D4: lot #: potential lot number: reported as ¿lot number was gr24024017 stocked currently¿. H11: two devices were received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A functional test was performed on one (1) of the samples, and the device was properly activated per activation instructions and no leaks were observed. The second device could not be functionally tested as an IV (intravenous) bag stopper was jammed and broken off in the device. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
D4: unique identifier (UDI) #: the lot number (10) is unknown; therefore, the UDI number only will contain the device identifier (01). E1: initial reporter address: (B)(6). Mail code (B)(6) should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that two (2) vial-mate adapter leaked ¿when pulled up fully and locked¿. The event occurred during an unknown process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available.